Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that there was a considerable drop in battery voltage post 2 high voltage therapies on the implantable cardioverter defibrillator (ICD). It was noted that the voltage of the ICD was 2.91volts 2 weeks ago and today had 13 atps (anti-tachycardia pacing) and 2 shocks and voltage now is 2.61volts and rrt (recommended replacement time) is 2.74. The company¿s technical services were consulted. Data was reviewed by technical services qualified personnel. Technical services explained that rrt is triggered when there are 3 consecutive daily automatic measurements less than 2.73 volts. The remaining longevity as shown on the remote transmission is estimated at 3.6 years with a minimum of 2.3 year and a maximum of 4.9 years, while the battery voltage is showing a value below the rrt value. Technical services believes the reason they are seeing the depressed battery voltage is due to the 2 high energy shocks and the pacing percentage that has also increased recently. Because of this they expect the battery voltage to recover. The ICD remains in use. No patient complications have been reported as a result of this event.

Event description:
It was further reported that reprogramming was done for the ICD.

Manufacturer narrative:
Product event summary: the device was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated that the battery had not yet reached its recommended replacement time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.